Manufacturer narrative:
Esmaeilnejad, g. (2011). Ilizarov versus ao external fixator for the treatment of tibia open fractures. Iranian red crescent medical journal, 13 (12), 868-872. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned. Without a lot number, a device history record review could not be conducted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: esmaeilnejad, g. (2011). Ilizarov versus ao external fixator for the treatment of tibia open fractures. Iranian red crescent medical journal, 13 (12), 868-872. The purpose of this study was to compare the efficacy of ilizarov distraction versus ao external fixators in the treatment of open tibial fractures in developing countries. The primary end points of the study were lack of malunion and nonunion. The secondary endpoints included delayed union and infection. The study took place from april 2002 until april 2010 and included 120 patients, split evenly between the two groups. The mean age of the ilizarov group was 32.35 +/-11.28 and consisted of 53 males and 7 females. The mean age of the ao external fixator group was 31.2 +/- 10.99 years and consisted of 54 males and 6 females. The patients were clinically evaluated, including x-rays, on a monthly basis for one year. In the ao external fixator group, there were seven cases of nonunion, 12 cases of malunion, 2 patients who experienced re-fractures and an unknown number of patients who experienced pin site infection. The patients were treated as follows: nonunion ¿ three patients were treated with ilizarov distraction, two patients underwent intramedullary nailing, and two patients underwent plaque and iliac grafting. Malunion ¿ six patients underwent additional unspecified surgery. Re-fractures ¿ treatment unknown. Pin site infection ¿ unknown number were treated with oral antibiotics and three patients were hospitalized and received parenteral antibiotics. This is report 1 of 1 for (B)(4). This report is for an unknown synthes external fixator and refers to following serious complications: nonunion, malunion, re-fracture, and pin site infection.